Event description:
Pump initially registered low battery during the transport to cardiac surgery. The pump went into constant alarm. The nurse had to struggle to transfer the meds to another pump. Meanwhile, the pt's bp dropped while nurse was re-loading pressors. The pump continued to alarm. The on-call technician could not silence the alarm. He ended up disconnecting the main power supply harness internal to the pump. Upon hearing of the incident I reconnected the harness and attempted to download the error and history logs to investigate. The memory was cleared when the power harness was removed. I was able to manually record one error code: 199:117:307:000 which notes 'memory failed, corrupted, battery damage'. I contacted baxter and sent the pump back for repair. I have not received a status report at this time.====================== manufacturer response for triple channel infusion pump, colleage 3======================sent out. I have not received a service report or the device back at this time.